Manufacturer narrative:
A company service rep examined the system and confirmed the reported system message in the event log. The solenoid spacers were replaced and the system software was upgraded. The system was then tested and met all product specs. (B)(4).

Event description:
A customer reported the unit was down. The customer service rep reported because the customer had not returned his call, a visit was made to the site. The technicians were contacted and reported a system message had been rec'd, which was verified by the service rep in the event log. Additional info has been requested.